Manufacturer narrative:
Patient weight was provided.

Event description:
Additional information received patient updated the controller to the latest software and the issue was resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that diagnostics indicated a true elective replacement indicator (eri) triggered. The device has the appropriate level of battery voltage to provide therapy. No intervention steps have been planned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.